Event description:
Dealer stated that the left rear wheel is allegedly hitting the clothing guard while the 9xdt wheelchair is in use.

Manufacturer narrative:
(B)(4). Model 9xdt, serial number/date code (B)(4) is approximately 3 months old. The owner's manual part number 1056953 rev p (nov-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the left rear wheel of the 9xdt manual wheelchair is allegedly hitting the clothing guard while in use, making it nearly impossible for the consumer to self propel. The device is being returned to invacare for and inspection / evaluation. No injury alleged.